Event description:
It was reported by a customer on (B)(6) 2011, there was a bright flash and a loss of vaporization from the fiber at 64,189 joules. Per the customer, this was due to buried undetectable prostatic calculi. Also, the customer reported the fiber had good irrigation flow. No patient injury was reported.